Event description:
It was reported that shaft break, difficult removal and unretrieved device fragment occurred resulting in patient complications. The 85% occluded, stenosed target lesion was located in the non-tortuous and moderately calcified mid-circumflex (cx) artery. A 2.25 mm x 15 mm nc emerge balloon catheter was advanced but failed to cross the lesion. It was repeatedly attempted to cross but failed again. Upon attempted removal, the device was stuck in the lesion, and the distal shaft was fractured. The fracture extended approximately 35 cm from the mid-cx through the left main (lm) artery and into the ascending aorta, and was unretrieved from the patient. Subsequently, the patient experienced arrhythmia, myocardial infarction/ischemia, st segment elevation, thrombosis, and vessel occlusion. The procedure was cancelled. No further details were reported.